Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A followup report will be submitted when the investigation is complete. Other text : an investigation is in process

Event description:
Abbott customer service and support (css) found the gain settings on a cell-dyn emerald analyzer did not match the standard setting. Css adjusted the gain settings and the issue was resolved. There was no adverse impact to patient management reported.